Event description:
It was reported the system shut down un commanded during use. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was not duplicated. The voltage on ffb board was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.